Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The customer complaint confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6: codes: type of investigation - additional information.

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported having signal loss for over three hours on his cgm device, therefore, he was not receiving any readings. At some point the patient experienced hypoglycemia and fell. A stranger nearby called 911. Once emergency medical services arrived, the patient¿s bg meter reading was 42 mg/dl. The patient was treated with juice and glucose tablets. No medication was provided to the patient by ems, and the patient declined being transported to the emergency room. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.